Manufacturer narrative:
Correction: upon receipt of additional information, it was determined that the event reported on 2937457-2021-02255 does not meet criteria for a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-02255.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole on the heater bag during fill 4 of pd treatment. The patient reported receiving multiple air detected in cassette alarms during fill 4 of 4. After the alarms, the heater bag and heater tray were discovered wet and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was discovered from a hole in the seam of the heater bag. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole on the heater bag during fill 4 of pd treatment. The patient reported receiving multiple air detected in cassette alarms during fill 4 of 4. After the alarms, the heater bag and heater tray were discovered wet and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was discovered from a hole in the seam of the heater bag. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.